Event description:
The patient reported that since (B) (6) 2009, she often experiences e4 (occlusion) errors on her infusion device resulting in elevated blood glucose of over 450 mg/dl. She changes the infusion set and injects insulin via syringe to lower her blood glucose. Her normal blood glucose range is 80-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.